Event description:
In situ testing showed affected channels, as a result a new map was created and the recipient was hearing well with the map. However, on (B)(6) 2023 the recipient visited the clinic reporting that she stopped responding to sounds.re-implantation is considered. Recommended to take an x-ray or CT image.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In situ testing showed affected channels and a result a new map was created and the recipient was hearing well with the map. However, on (B)(6) 2023 the recipient visited the clinic reporting that she stopped responding to sounds. Re-implantation is considered. Recommended to take an x-ray or CT image.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing showed affected channels, as a result a new map was created, and the recipient was hearing well. However, on (B)(6) 2023 the recipient visited the clinic reporting that she had stopped responding to sounds. The recipient has been re-implanted.

Event description:
In situ testing showed affected channels, as a result a new map was created and the recipient was hearing well with the map. However, on (B)(6) 2023 the recipient visited the clinic reporting that she stopped responding to sounds. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.